Manufacturer narrative:
Updated sections: g6, h2, h3, h6, and h11. The device log files were provided to technical support for further evaluation. Technical support was able to confirm the o2 dosing valve was leaking as they identified in the logs when the o2 safety and o2 valve were both closed, the flow o2 is 6.76 lpm when it should be 0.00 lpm. Technical support advised the customer to replace the o2 proportional valve to resolve the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. PMA/510(k): the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Complainant alleged that the measuring o2 level was not matching the set o2 level and that the device displayed technical failure code 379. Complainant indicated that there was no patient involvement in the reported malfunction.